Event description:
Ous MDR - after an estimated implant period of 36 months, oversensing was reported. The implant and explant dates were not reported. The lead was explanted and returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead was found dissected at some 18 cm distal to the is-1 connector pin. All fragments of the lead were returned for analysis. The returned lead fragments were analyzed. The inspection demonstrated a rubbed through insulation at the distal lead fragment. These damages can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The cuttings of the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.